Event description:
After almost 2 years of implantation, this lead was capped because of erosion and an infection.

Manufacturer narrative:
A response from the manufacturer is pending. (B) (4): since the lead was capped, the production history and sterilization records were reviewed. (B) (4): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B) (4): the lead was capped.

Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After almost 2 years of implantation, this lead was capped because of erosion and an infection.